Event description:
Medtronic received information that during use of a fusion oxygenator, it was reported that the patient was fully heparinized. After heparin administration, the activated clotting time (act) was measured at >1000 seconds, suspected measurement error. A second measurement showed an act of 476 seconds. The patient was cannulated and cardiopulmonary bypass (cpb) was initiated. Shortly after starting the machine, the perfusionist noticed an increased delta pressure across the oxygenator, unusual, but not yet critical. The aorta was clamped, and cardioplegia administration was initiated. During clamping, the cpb flow was reduced. When the flow was increased again, the perfusionist observed that the situation had worsened: the pressure limiters were activating, and it was not possible to achieve more than 70% of the target flow. The delta pressure was >300¿350 mmhg at approximately 4 l/min flow, whereas normally around 100 mmhg would be expected. Cardioplegia administration was stopped. The aortic clamp was released, and once the heart resumed normal, strong beating, the patient was weaned off cpb and the oxygenator was replaced. With the new oxygenator, perfusion could be restarted and the surgery was completed without further problems. For the patient, there were no lasting consequences apart from the extended duration of the operation and anesthesia and the need to clamp the aorta twice. This increased the overall procedural risk. However, the procedure could be interrupted in time ¿ otherwise, an oxygenator change would have been required while the machine was still running. There was no adverse patient effect associated with this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Device evaluation summary: visual inspection shows no outward signs of physical damage or abnormalities. Unit appears to have been used. Pressure integrity testing shows no internal or external leaks when run at 3 lpm with 23 psi, (1189 mmhg) of back pressure for 10 minutes. The device was sent to the blood lab for performance testing. The testing was conducted at a 1:1 ratio (7lpm blood gas flows) the results are as follows: ¿ 223 mmhg blood side pressure drop reason for the return was undetermined. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Correction. D4.serial #: this field has been updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.